Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4), follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as ventilator device shows no indication of ac power when connected to mains and the batteries don't get charged. - when this was noticed, the ventilator was not in use to ventilate a patient. No further details about when this happened were reported to hamilton. - a continuous alarm was observable both visually and through hearing. - this malfunction was reproducible. - no device log files were provided to hamilton. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4).. Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as ventilator device shows no indication of ac power when connected to mains and the batteries don't get charged. - when this was noticed, the ventilator was not in use to ventilate a patient. No further details about when this happened were reported to hamilton. - a continuous alarm was observable both visually and through hearing. - this malfunction was reproducible. - no device log files were provided to hamilton. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.